Event description:
It was reported by (B) (4) sales representative (B) (4) that a 6900p, 27mm was explanted at implanted due to surgeon did not like the appearance of the valve, leaflets did not coapt properly. Sales representative asked me to follow up directly with the surgeon for an op. Report. The surgeon is in his office on thursdays. No patient information is available at this time. The device is available and will be returned by the sales representative. Call to dr. (B) (6) office spoke with (B) (6) - medical records for dr. (B) (6) office regarding obtaining an operative report and copy of echo. Cd. Call from (B) (6) from dr. (B) (6) office to obtain my fax number, (B) (6) will have to call another location for a copy of the echo. Cd. (B) (6) faxed me a copy of the operative report and echo. Report. Operative report dated (B) (6) 2010 indicates explant was due to the valve would not seat in the annulus. Once seating was attempted the distortion of the struts would not allow coaptation of the leaflets, valve was explanted and 6900p, 25mm was implanted. (B) (4)

Manufacturer narrative:
(B) (4)=incomplete coaptation. Evaluation summary: suture track was detected at the free margin of leaflet 2 and 3 at commissure 3. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 3. No inconsistencies detected or in the x-ray. (Model# 6900/p) additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation.